Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise, no capture and was not sensing properly. The right ventricular (rv) lead was also noted to have intermittent capture and after medication was administered the capture resumed. The patient had been lost to follow up, was unstable before procedure started and was in the hospital for unrelated reasons. The ra lead was programmed off and a replacement procedure is planned. The rv lead remains in use. No patient complications have been reported as a result of this event.